Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had not stopped peeing on themselves since the hip replacement surgery on (B)(6) 2019. Troubleshooting on the call assisted the patient with changing the program from 1 to 2. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the symptoms they had experienced since their hip replacement surgery resolved immediately with the changes made. No further patient complications are anticipated or expected as a result of this event.